Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that touchscreen for the bedside monitor (bsm) was unresponsive. The bme tried connecting a mouse to attempt to calibrate the touchscreen, but it was not responsive. When first trying to evaluate the monitor, the bme had his fingers around the beige portion of the frame and heard a tone that sounded like a touch response, but a menu popped up and he was unable to x out of that. Rebooting the monitor without the power cord did not resolve the issue. There was no patient harm reported. Investigation summary: the reported device was sent in for evaluation and repair and the reported problem was duplicated. Additionally, after 3-4 hours of burn in, the device unexpectedly shut down and would not power back on. This device had a failing main board and the repair is currently not possible. The cause of the issue was circuit board failure. No further investigation will be performed. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/03/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/10/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided.

Event description:
The biomedical engineer (bme) reported that touchscreen for the bedside monitor (bsm) was unresponsive. The bme tried connecting a mouse to attempt to calibrate the touchscreen, but it was not responsive. When first trying to evaluate the monitor, the bme had his fingers around the beige portion of the frame and heard a tone that sounded like a touch response, but a menu popped up and he was unable to x out of that. Rebooting the monitor without the power cord did not resolve the issue. There was no patient harm reported.